Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels (value not provided). Cause was not provided. Although requested by tandem technical support, customer declined troubleshooting as customer reverted to manual injections for insulin therapy.